Event description:
It was reported that the patient underwent a revision procedure due to unspecified reasons with an ambicor penile prosthesis (app). The app was explanted and a new app was implanted.

Manufacturer narrative:
Correction: duplicate to report 2183959-2019-61369.

Event description:
It was reported that the patient underwent a revision procedure due to unspecified reasons with an ambicor penile prosthesis (app). The app was explanted and a new app was implanted.